Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: (B)(4). H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+5.5/001 (sphere/cylinder/axis), in the patients left eye (os) in 2017, 6 months after having intacs intra stromal implantation. The lens was reported as lens rotation not associated to a low vault and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.